Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the patient monitor internal non-invasive pressure leak sni sound is off. The monitor was reported to have been in clinical use, but the customer reported that there was no patient harm.